Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited noise that was oversensed and slightly elevated capture threshold. Programming changes were implemented. There were no consequences for the asymptomatic patient.